Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope video was not displayed. The issue was found during preparation for use. The unspecified therapeutic procedure was completed without delay. The customer did not provide information about the device used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found that the control unit had a scratch, the grip had a scratch, the up/down plate had a scratch, the right/left plate had a scratch, forceps elevator had a scratch, switch1 had a scratch, angulation lever had a scratch, light guide connector had a scratch, light guide cover glass had a scratch, video connector case had a scratch, video connector case had a crack, video connector has a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defect could not be identified, it was determined that breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors, likely resulted in the reported defect. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.